Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. (B)(4).

Event description:
It was reported a physician completed an uneventful novasure endometrial ablation on (B)(6) 2016 and the patient was discharged home. The following day, the patient presented to the emergency room (ER) complaint of abdominal pain. A laparoscopy was performed and the doctor identified "free air in [the patient's] abdomen." A perforation was not visualized and the patient is currently doing well.